Event description:
The customer reported the ventilator had a white monitor screen when turned on. The customer reported there was no patient harm. The manufacturers field service engineer confirmed the reported problem. During evaluation, the service engineer reported the ventilator would not proceed past power on self test. The service engineer replaced the vga pcb board to address the reported problem. Applicable final testing was completed and tests passed per operating specifications.